Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the reload was unable to fire (green button was pressed but handle could not be squeezed). Another handle was used with the same reload but issue persisted. Another reload was used with the second handle to resolve the issue in order to complete the case. There was no patient injury.